Event description:
During unpacking of the device in preparation for a pta 7 stenting treatment procedure, the sentinel biliary stent was found partially deployed. The device was nver in contact wiht the pt. Another sentinal biliary stent was used to successfully complete the procedure.